Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall last week. The caller stated a few days after the fall, she noticed the patient was having urgency issues, but it is not as bad as prior to the implant. The caller mentioned they tried to see the doctor today but he was in surgery. Reviewing the following therapy, the handset displayed "internal device has lost all data." It was recommended that they follow up with their healthcare professional to address the screen meaning and symptoms. No further patient complications are anticipated or expected as a result of this event.